Event description:
The patient reported they were feeling shocking. It was stated they fell hard and went to the emergency room (ER). They had a cat scan, and the next day they went to check to see if there was a bruise and realized they had fallen right on the implantable neurostimulator (ins). It was stated they were going back to the ER because they think the ins was jacked up because they feel like it was shocking them. It was noted that it felt like it was broken and stabbing them. The patient had turned their ins off. Additional information received reported the patient hadn't turned stimulation back on since the event. Thepatient won't turn stimulation on until their doctor tells them to do so. It was noted the patient was currently working with their doctor regarding the event. The patient was implanted for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Event description:
Additional information received reported they didn¿t know if the shocking was resolved due to turning ¿it¿ off when they were in the ER on (B)(6) 2016 and hadn¿t turned it back on. They were awaiting the results of the pelvic x-ray to try to see if ¿it¿ was damaged. The patient stated they were still feeling ¿hit with a cattle prod¿ if they moved wrong.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that they had their device removed and replaced because it broke from the fall.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.